Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and arrhythmia are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 2.25x23 mm xience prime stent was implanted in the distal left circumflex coronary artery. The patient had unstable angina with intermittent heart palpitations on (B)(6) 2017. The patient was admitted to the hospital on (B)(6) 2017 and treated with medication. The condition resolved on (B)(6) 2017 and the patient was discharged home. No additional information was provided.